Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer completed cleaning disinfection and sterilization (cds) checklist and the lms final investigation. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The customer confirmed that there were no suspected patient infections due to the facility findings and that there were no deviations or deficiencies concerning reprocessing of the scope. The customer also confirmed that the precleaning was performed immediately after the procedure. Air/water was aspirated through the instrument/suction channel with a suction pump, the forceps elevator was moved to raise and lowered three times in water, the aspiration was done with both the first and second position of the section valve, and the air/water and balloon channels were flushed with water and air using the cleaning adapters. During manual cleaning, presoaking was performed, and the device passed the leak test. The detergent used was aniosyme x3. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and the forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution and was flushed. The distal end was brushed with the channel opening brush/single use soft brush and flushed with the distal end flushing adapter. The automated endoscope reprocessor (aer) used was cantel with intercept plus detergent and rapicide pa disinfectant. There were no reported defects on the aer and all channels were connected with tubes when setting up the device in the aer. The concentration and expiration date of the disinfectant was controlled. The water quality was controlled by water filter and the filter was replaced periodically in accordance with the instructions for use. The device was dried by filtered compressed air and according to the aer dry process, after which it was stored in a simple cabinet. Olympus is the maintenance company. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found less than 1 colony forming units (cfus) of any microbes were found. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation also found that the plastic distal end cover had a scratch, bending section cover glue was separated, mouth guard piece for endoscopy had a defect, air/water cylinder and the suction cylinder were worn, switch had a pinhole, air/water separator was defective, upward/downward/right/left angulation had play, and the biopsy channel was worn. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 80 colony forming units (cfus) of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.